Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable and patient lost therapy. Surgery may occur later to address the issue.

Manufacturer narrative:
The event of no ipg communication was reported to abbott. The ipg was deemed inoperable and patient lost therapy. No surgery date has been set yet. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.